Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead continues to display high pace impedances. The physician will continue to monitor. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and device displayed high out of range rv pacing lead impedance measurements about one month post implant. The field representative reported that no additional testing was performed and the physician will continue to monitor the system. No adverse patient effects were reported.